Manufacturer narrative:
(B)(4). The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm due to blank display. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 161 mg/dl. Customer stated that changed the battery then pump stopped working properly. Troubleshoot for failed battery test alarm was performed and customer did not receive failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.